Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Reportedly, the customer was using cold insulin and not removing the air from the cartridge during the loading sequence. A new cartridge was loaded to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.